Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that one tennis glide is all torn up, and the other one has very little fabric left to them.